Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was achieved using a proglide device after heart procedure. Reportedly, an arteriovenous fistula at the groin site was noticed post procedure. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for evaluation. A review of the lot history record for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effect of fistula is listed in the perclose proglide suture-mediated closure system instructions for use as a known patient effect. A conclusive cause for the reported patient effect of fistula, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.